Manufacturer narrative:
Approximate age of device: 7 months from the date issued to the patient. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient paged the on call vad coordinator due to experiencing a driveline fault alarm. The lvad parameters were within normal limits. The patient presented to the clinic the following morning. The patient reported that he had been sitting on the sofa watching television when the alarm occurred. After the driveline fault occurred the patient performed a system controller self-test and the driveline fault alarm cleared. The alarm reoccurred a few minutes later. No notable damage or kinks to the driveline were observed. The international normalized ratio was therapeutic. The system controller was exchanged and no further alarms have been reported. The data log file was reviewed by technical services and contained a very brief speed drop/pump stop. The patient denied hearing any red heart alarms and reported never feeling symptomatic during the event.

Manufacturer narrative:
The system controller, serial number (B)(4) was returned to the manufacturer for evaluation. The reported event of a driveline fault alarm was confirmed through log file analysis. The data log file contained approximately 19 days of data, from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015 and (B)(6) 2015, there were multiple driveline fault alarms recorded. The system controller was functionally tested and operated for an extended period of time while connected to a mock circulatory loop and the driveline fault alarm was not reproduced. In addition, during review of the system controller history, the report of a system stop was observed. On (B)(6) 2015 an event was captured where the speed was captured at 0 rpm's. After this event the system controller remained at the set speed until the driveline was disconnected and the system controller powered down at the end of the log file. Throughout testing, the system controller audibly and visually alarmed for all alarm conditions, including system stop. The returned system controller was functionally tested and found to operate as intended during analysis. Atypical pump stoppage was not observed or reproduced. Similar incidences have been reported. A corrective and preventative action has been initiated to investigate the issue. No further information was provided. The manufacturer is closing the file on this event.